Event description:
As reported by edwards implant patient registry (ipr), approximately 3 months 18 days post implantation of a 26mm sapien 3 ultra valve in the aortic position, the patient underwent a valve in valve procedure and had a 29mm sapien 3 valve implanted. The reason for the valve in valve procedure is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery nor medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU, it notes that there are risks associated with undersizing and oversizing. Correct sizing of the transcatheter heart valve (thv) is essential to minimize the risk of paravalvular leak (pvl). In addition, pvl is listed as a potential risk associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak (pvl) was unable to be confirmed as no imagery nor medical records were provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position. As reported, a valve-in-valve was needed for this patient. Approximately, 3 months and 18 days after the procedure a new 29mm sapien 3 valve was used", and "sapien 3 was implanted due to symptomatic severe as. During follow-up, the patient developed progressive moderate paravalvular regurgitation and hemolysis." In this case, the initial deployed valve size (26mm) was potentially undersized, because the larger valve size (29mm) was selected for the valve-in-valve procedure. Per IFU, "risks associated with undersizing and oversizing should be considered to minimize the risk of paravalvular leak, migration, and/or annular rupture." In this case, available information suggests that procedure factors (undersized valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: h6 (health effect - clinical code and device code) and h10 (provide narrative/data). Additional information was provided and revealed the patient had developed progressive moderate paravalvular leak (pvl) and hemolysis. As a result, the patient underwent a valve in valve procedure with a 29mm sapien 3 valve and the pvl was resolved. The investigation is still ongoing.